Event description:
Customer reports 7 blood leaks (reuse 30, 12, 24, 21, 33, 5 and 3) noted from the onset to up to 2 hrs into the pt treatments. Two pts have had 2 blood leaks each. New disposables used to continue the treatments without incident. The customer has been using this membrane for 6 1/2 years without this occurrence. No pt injury or medical intervention reported.

Event description:
Customer reports 7 blood leaks (reuse 30, 12, 24, 21, 33, 5 and 3) noted from the onset to up to 2 hours into the pt treatments. Two pts have had 2 blood leaks each. New disposables used to continue the treatments without incident. The customer has been using this membrane for 6 1/2 years without this occurrence. No pt injury or medical intervention reported.